Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline sustained damage to the outer sheath, resulting in exposed wires. However, no critical alarms were reported, and the patient denied any recent alarms. Upon analysis of the provided log files, the equipment was found to be operating as intended.